Event description:
It was reported that in (B)(6) 2009 loss of atrial capture was observed. On (B)(6) 2013 the atrial lead exhibited low impedance. The lead would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.